Manufacturer narrative:
The treatment tip was returned for evaluation. An evaluation of the returned treatment tip did not find any defects. An evaluation of the data card indicated that the user paused the treatment for more than 40 minutes after rep 656. When the treatment resumed, the treatment level had been increased aggressively. According to thermage cpt system technical user manual, burns, blisters, scabbing and scarring are possible adverse patient reactions thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information the most likely cause of the reported event is that the operator used the system in an aggressive manner with treatment levels being too high. Furthermore the operator used a single patient use treatment tip on two patients which could also cause harm to the patient.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of investigation.

Event description:
It was reported that a patient experienced third degree burns on the lower cheeks, mid-face, on both sides of the face. Pain and burning sensation were reportedly experienced during treatment, symptoms first appeared 30-40 minutes after the treatment. The highest energy level used was 4.0 according to the report. Bactroban ointment was administered after the burn was noticed. The manufacturer's field representative visited the facility and spoke with patient who is also the doctor, who stated that the aesthetician was administering treatment to face when he was burnt. The doctor showed the field representative a few photographs of the affected areas on his phone. The photos showed a large amount of redness covering both cheeks. The field representative did not see any signs of third degree burns to the doctor's face but noted that the doctor had grown out his facial hair. An evaluation of the returned treatment tip did not find any defects. An evaluation of the data card indicated that the user paused the treatment for more than 40 minutes after rep 656. When the treatment resumed, the treatment level had been increased aggressively.